Event description:
The patient reported to olympus, after having a diagnostic colonoscopy for rectal pain with an unknown olympus endoscope, she woke up from anesthesia with notable left shoulder pain when breathing. The patient was sent home. The pain persisted & eventually worsened in upper left abdomen & shoulder. The patient saw their primary care physician on (B)(6) 2022 ((B)(6)). A cat scan & chest x-ray were ordered and the findings included a spleen laceration & a bleed. The patient was sent to the emergency room and was discharged the same day, later on (B)(6) 2022 with orders to rest. On the afternoon of (B)(6) 2022, the pain became severe. The patient was instructed to return to the emergency room on (B)(6) 2022. Another cat scan was done on the patient's abdomen and the bleeding had worsened. The patient was then transferred from the (B)(6) ER to the (B)(6) ER. The patient was admitted to (B)(6) in (B)(6) (B)(6) 2022 for observation and was discharged (B)(6) 2022. The patient is experiencing significant pain. The treating physician has advised the patient that the pain may last 2-3 weeks and healing will require 3-6 months. The patient is on limited work hours until august 19, 2022. The facility was also contacted and stated the operative clinical complication documentation by the anesthesiologist stated 'none.' The physician documented she spoke with the patient (B)(6) 2022 and she was treated conservatively with acetaminophen, fluid, rest, and warm compresses. Patient was re-informed of risks of procedure.